Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nausea. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 04, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nausea and the device is not working properly related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, pil observed dust or dirt contamination in the air path and no evidence of foam of the device base exterior. During the internal investigation of the base unit, found dust or dirt contamination on the top and botom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dail, keypad, pca blower cap upper box, blower box , blower outlet seal, p4 power conector, dc jack color insert. An unknown contamination was observed inside the ui and rear panels, inside the bottom enlosure. Liquid ingress with mineral deposits were observed on the blower, blower cap upper box, blower box, p4 power conector, a contaminate consistent with the keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes that, unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of dust/dirt contamination in the airpath, likely from a source external to device. In this report, section d9, g3, h3, h6 has been updated.